Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. While a nurse was passing the suture to the surgeon, the nurse found that the suture was detached from the needle. There was no adverse consequence to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.